Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturers ref# (B)(4). (B)(4). Summary of investigational findings: the complaint concerns a patient with taa who underwent tevar with zteg-2p-32-140-pf. The procedure was completed on (B)(6) 2015 and no adverse effects was reported. After approximately two years ((B)(6) 2017) an endoleak type 3b was identified, which resulted in a surgical aorta replacement. The explanted stent graft was returned without the proximal sealing stent as it was left in the patient's body. Based on the provided imaging and the returned device, the appearance of a hole in the graft material is confirmed. The review of the imaging found a type 3b endoleak, in the distal neck of the stent graft, which was assumed to come from a suture hole. Additionally, a heavy calcified plaque resting against the stent graft was localized right next to the area of the endoleak. The evaluation of the returned stent graft identified a hole next to a suture in the most distal part of the graft. The endoleak was not present after the procedure, and may have developed over time. The root cause for the endoleak is unknown. The stent graft is inspected for holes according to a quality control during manufacturing. Additionally, endoleak is listed as a potential adverse event in the IFU. Moreover, the product evaluation identified three cracks in the returned stent graft. This is assumed to be damage caused by the procedure of the stent graft removal as only one endoleak was reported in both the complaint and imaging review. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: observation suspected to be a type3b endoleak was seen on a (B)(6) male patient, to whom cook's tx2 was implanted before. Only the proximal sealing stent was left in the patient body as it was and other relevant stent grafts were removed from the patient. [11 dec 2017 updated information] on (B)(6) 2015 a (B)(6) male patient underwent tevar using the device zteg-2p-32-140-pf against the saccular aneurysm in the descending aorta. Right femoral approach was selected. The patient's anatomy was suitable for the procedure and there were no problems in the access route. The procedure was completed without any problems. Only one stent graft was placed in the patient. On (B)(6) 2017 observation suspected to be a type3b endoleak was seen on the patient. On (B)(6) 2017 surgical aorta replacement was performed. The complaint stentgraft was cut with an electric knife and removed out of the body. However, the most proximal sealing stent of it was left in the patient body. Patient outcome: no information has been provided.